Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream tubing guide shim was found out of specification. The downstream tubing guide shim was adjusted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the store room. It was also reported there was no patient involvement.